Manufacturer narrative:
(B)(4). Vyaire service technician is on site. Turned on device and the screen came right on. Technician replaced the defective user interface module with new. While doing owner verification process fraction of inspired oxygen warning came on. At 40 percent on the ventilator and 45 percent on the flow analyzer. The gde (gas delivery engine) needs replacement. The gde was replaced and fio2 (fraction of inspired oxygen) differential calibration was tried but it would not calibrate. Ovp (operational verification procedure) was performed according to specifications. The compressor test failed. It needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the screen/display is going in and out on the avea ii ventilator. The customer reported there was no patient involvement associated with the reported event.